Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during fill 6/8 was not confirmed due to a lack of sample. The batch review was performed on potentially associated lot (h10k15012) with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was discarded; therefore, device evaluation cannot be performed. The lot information was provided. A batch review will be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a system error 2267 while using the homechoice (hc) during the patient's therapy, in fill 6 of 8. Gts had the caregiver cycle power twice to the "press go to start" prompt, and disconnect the patient. The caregiver removed the supplies and discarded them. Gts explained the system error indicated that air had entered into the disposable set. Gts then advised the caregiver to notify the patient's dialysis nurse. The caregiver elected to complete the patient's therapy with a manual exchange. Product surveillance contacted the patient's caregiver who explained that there was nothing wrong noted with the cassette, that this was a "one time occurrence", and that they know proper procedure. The caregiver did not know the cause of the error, but was able to provide the lot information. No injury or medical intervention was reported.